Event description:
A male, underwent aaa repair in 2008. The patient's aortic neck was approximately 80 degrees in ap. During the procedure, everything was proceeding as normal and pulling back the sheath was ok. After deployment of the flex main body, the trigger wire was stuck, the physician then opened the pin vise and pulled the top cap down distally, to release the tension on the wire. He pulled out the release wire but then the top cap was stuck. After a lot of manipulation and force, the top came off of the suprarenal stent. When trying to get the contralateral leg into place, it looked like the trigger wire, for the distal end of the ipsilateral leg of the main body was wound around the contralateral leg of the main body. The physician then pulled the trigger wire for the ipsilateral side and then the contralateral side opened and he was able to place the contralateral iliac leg graft. Patient is fine.

Manufacturer narrative:
Three cd's of images were received to assist in this investigation. It was determined from the information provided that the description of events shows signs consistent with other prior difficult to release trigger wire complaints. It is unclear at this time why the physician encountered problems releasing the trigger wire. However, the 80 degree neck angulation is outside of the patient selection criteria in the instructions for use booklet. It is possible that the severe angulation may have contributed to the severe difficulty in releasing the trigger wire. We have notified the appropriate individuals and we will continue to monitor for similar events. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst case severity that could occur. The information provided in this case did not indicate that a lunderquist wire guide was utilized. Additionally, a physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity that could occur. In our manufacturing of this device, the proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device during our quality control inspection. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device as well. It should be noted that changes have recently been implemented to the loading procedures that will possibly prevent damage to the trigger wire.